Event description:
A customer reported that a nurse was cut when re-sheathing a used blade. Additional information has been requested multiple times regarding the extent of the cut and whether any medical or surgical intervention was required, but none has been provided.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned, the root cause for the finger cut experienced by the customer cannot be determined. (B)(4).